Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the events described by the user is generally associated with coating damage on the wire guide near the distal end. Due to the nature of the device, it is likely access was lost due to damage to the coating rather than a bend in the wire guide. The customer responses indicate the wire guide was not flushed or kept wet. This is a potential cause for the coating damage. The IFU states: "flush the injection port with sterile water or saline. For best results, the wire guide should be kept wet. Additionally, if additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all d.a.s.h.® pre-loaded with acrobat wire guide are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the wire guide was not flushed prior to removal from the wire guide holder, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used two cook d.a.s.h.® pre-loaded with acrobat wire guide. It was initially reported that the internal guidewire bent during the procedure making it unusable and requiring the complete removal of the guidewire [loss of wire guide access]. The problem occurred 2 times today. Needed to repeat the procedure with a new guidewire. The procedural time was prolonged and access was not easy. Additional information was received on 10 oct 2023 stating that the guide wire has bent, about 15 cm from the blunt tip. At the point where the guide wire comes out on the extractor balloon as short exchange. [Coating damage] a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence, but the procedural time was prolonged and access was not easy.. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.